Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/apr/2024.

Event description:
Healthcare professional reported a rupture of the right device. Device was explanted and replaced by a non-allergan device.

Event description:
Healthcare professional reported a rupture of the right device. Device was explanted and replaced by a non allergan device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a rupture of the right device. Device was explanted and replaced by a non allergan device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 03, 2024, with lot number 3106340. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.